Manufacturer narrative:
See attached for supplier evaluation.

Event description:
On 04/12/2022, it was reported by a sales representative via sems that a ar-6485 pump is powering on and off during an unknown case. There was no patient effect reported. No additional information was provided.